Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records has not been performed. A photo was provided; photo review is underway. The sample was not returned for evaluation. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. D4 (expiration date is unknown), h4 (device manufacturing date is unknown). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, pleurx pleural catheter mini kit valve was cracked. The valve was changed to resolve the issue. No medical intervention was reported. No exposure to blood / bodily fluid. No patient injury was reported.

Manufacturer narrative:
H11: a physical sample was not returned for evaluation. One photo was provided and reviewed. During photo review, a crack was identified on the valve. The result of the investigation is confirmed for the reported crack in the valve. However, the cause of the damage could not be determined. A device history record could not be evaluated as the lot number is unknown. Complaints received for this product and conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for the identification of emerging trends. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, pleurx pleural catheter mini kit valve was cracked. The valve was changed to resolve the issue. No medical intervention was reported. No exposure to blood / bodily fluid. No patient injury was reported.